Event description:
The customer states that one post-partem blood sample from a female patient generated a false negative result with the axsym cmv igg assay. The sample retested as positive, which was the expected result. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). To evaluate the axsym cmv igg assay's performance, three internal cmv igg panels were evaluated with reagent lot 01349m500 on three axsym instruments. All of the materials utilized in testing were stored and maintained at our facility. The cmv igg panels are targeted to known concentrations and all results were within specifications, which demonstrates that the assay can accurately detect a known concentration of cmv igg. The customer did return the patient sample at issue. The returned patient sample was tested per the instructions in the axsym cmv igg package insert using reagent lot 01349m500. The sample generated a positive result. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym cmv igg package insert contains information to address the customer's current issue. Per the assay package insert, performance has not been established for cord blood, neonatal samples or body fluids such as urine, saliva, semen, amniotic fluid or cerebrospinal fluid. The current evaluation found no issues with axsym cmv igg assay lot 01349m500. A product malfunction was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).